Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case the surgeon wanted a confirmation spin, but when booting the system up (issues with booting up) it wouldn't initialize and gave an error message related to the collimator. As per them, this was a two-stage surgery, the first stage was completed, but surgeon had to cancel the second stage due to this issue. In troubleshooting, they tried rebooting the system several times, unsuccessfully. They also tried to invalidate home, performed all required movements but issue persisted. Patient present, initial surgical delay was less than one hour.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and the collimator x blades where jammed up somehow which did not allow the imaging system to boot up properly. They manually manipulated the collimator blades to free up the collimator blades. Unit was boot up without issue now. Unit was good to go. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: updated b5. Updated: annex f (f26) and annex g (g04031). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received as "no impact on patient outcome".